Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a rapid battery depletion was observed during a follow-up (patient is dependent). Last year, the predicted residual longevity was 2.5 years. The subject device was replaced and will be returned for analysis

Event description:
Reportedly, a rapid battery depletion was observed during a follow-up (patient is dependent). Last year, the predicted residual longevity was 2.5 years. The subject device was replaced and will be returned for analysis.